Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfuspr underinfused during a patient infusion at the patient's home. The device was filled with flucloxacillin 1200mg and sodium chloride 0.9%. The event was further described as, the device was connected during the day and approximately six (6) hours later, on the same day, it was found that the device was still quite full and dripping at one drop per two (2) seconds. As a result, a new device was connected with no reported issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the device was manufactured december 18, 2019 - december 19, 2019. The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.